Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected across multiple cartridges. Reportedly, a new cartridge was successfully loaded to address the issue. Additionally, the customer experienced elevated blood glucose. Customer declined to provide further information regarding the event.